Manufacturer narrative:
Submit date: 12/14/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer experienced an issue with an enteral feeding pump. Upon triage on (B)(6) 2016, service found the unit had shorted traces on the overlay. When the overlay was removed, there was a dark line across the traces that looked similar to a burn line caused by the copper traces shorting out across each other

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, the unit had shorted traces on the overlay. When the overlay was removed, there was a dark line across the traces that looked similar to a burn line caused by the copper traces shorting out across each other. The unit was triaged and the reported condition was confirmed. The root cause is determined to be the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.